Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Initially, the customer allowed the battery to die, recharged it, and resumed insulin deliveries. Subsequently, technical support replaced the pump since the malfunction code was not resettable, with no further actions required.